Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be ejected, and the device could not be used properly. Manual compression was applied instead. There was no reported patient injury. The patient underwent balloon dilatation and stenting via the femoral artery under local anesthesia for renal artery stenosis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa directly, although no injury reported.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Analysis of information provided by user has been analyzed, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be ejected, and the device could not be used properly. Manual compression was applied instead. There was no reported patient injury. The patient underwent balloon dilatation and stenting via the femoral artery under local anesthesia for renal artery stenosis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One photo was attached to the event-2024-11255. In the photo, a 5f exoseal is noted, with the lever not depressed, with the cowling guard unblocked. No other anomalies nor outstanding details could be observed on the images provided. One non-sterile vascular closure device 6f - us was received for analysis. Upon visual inspection, the unit was already inserted into an unknown sheath. The deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which had dry blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was locked. No anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter (ID) was measured, and the results were within specification for the distal tip ID specification. However, the functional test could not be performed successfully since the device was clogged with blood residues. Attempts to clean the device with hydrogen peroxide in an ultrasonic bath were made but were unsuccessful. The internal mechanism was inspected, and no anomalies were found. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not confirmed through analysis of the returned device as it was received without any button depression and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the functional testing could not be performed to the device due to the received condition with the dried blood that could not be cleaned out in order to deploy the plug. However, as this condition would not have been experienced by the user and there were no anomalies noted to the internal mechanism, it is possible that procedural/handling factors contributed to the unknown issue experienced during the procedure. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.